Manufacturer narrative:
(B)(6). The device was not received for evaluation however photos were provided. The visual inspection observed that the cone of the return male luer lock was broken. The reported condition was verified. The cause is supplier related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, the internal connection of the return end (luer connector) was observed to be broken. There was no patient injury or medical intervention associated with this event. No additional information is available.